Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide with a 6fr sheath, after a popliteal percutaneous transluminal angioplasty procedure. Reportedly, when the plunger was removed, no sutures were attached. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the proglide device was used in the right common femoral artery.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue during the plunger retraction was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.